Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received. Was there any harm to the patient as a result of this incident (e.g. Bleeding/leaking/etc) answer: yes. There was some bleeding during the third firing of the stomach as the stomach slipped away from the jaw of the device. . What was the action taken to resolve this incident? Answer: surgeon need to use suture to manage the bleeding. (E.g. Sew the open part where stomach gave away and was not stapled properly). What is the current status of the patient? Answer: patient is stable and doing well at this stage. Was there a leak test performed? Answer: leak test was performed after managing the bleeding.

Event description:
It was reported that the stomach tissue slipped out of the stapler during firing sequence so tissue was not stapled well.

Manufacturer narrative:
(B)(4). Batch # p5807k. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.